Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "environmental contamination". Customer reported intermittent false positive results. Service cleaned the instrument thoroughly and lubricated the z gantry. Service recalibrated the robot with calrack. Then ran qualification test, test passed with no issues or alerts. This complaint is unconfirmed as the issue alludes to an environmental contamination issue. No problems were identified with instrument performance by the customer. The root cause cannot be determined with the information provided. Review of device history record for instrument (B)(6) is not required as this complaint does not allege an early life failure or failure at install of the instrument. Service history review was performed, and no additional work orders were observed for the complaint failure mode reported. Quality did not receive samples for this complaint and therefore returned sample analysis could not occur. If samples are received at a later date, the complaint may be reopened. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, a false positive chlamydia trachomatis patient result was obtained. Repeat testing gave a negative result. There was no report of patient impact.

Manufacturer narrative:
D.2b. Additional medical device types: nqx, njr, ozn. G.4. There were multiple PMA/510k numbers: k111860, k120138, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, a false positive chlamydia trachomatis patient result was obtained. Repeat testing gave a negative result. There was no report of patient impact.